Event description:
It was reported that during surgery, the involved graft was used as a conduit in place of cannulating aorta. It was reported that leaking occurred throughout the entire graft. No additional information could be obtained at this date.

Manufacturer narrative:
A portion of the complaint device was sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of six products coated on the same day and under the same conditions as the complaint device indicates values well within product specifications. One retention sample coated on the same period and under the same condition as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test results indicated a value well within product specifications. Please note that the device was not used in an approved indication. The investigation is still on going. A follow-up report will be submitted after completion of the investigation.